Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, patient details were not crossing over to multiple stations for multiple patients. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that all messages were crossed over. A technical support specialist (tss) dialed into the server to verify patient availability in pes and ran queries to ensure all messages were crossing over successfully. An email was then sent to the customer to confirm whether the issue had been resolved. However, due to no response from the customer, the case was closed after completing the 3rd strike process. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient details were not crossing over to multiple stations for multiple patients. However, there were no delays, adverse events or injuries reported based on this event.